Event description:
The customer reported a delivery anomaly with the insulin pump when there are about 40 units left in the reservoir. The customer stated that the insulin pump does not deliver the insulin it's supposed to, and that causes him to experience high blood glucose levels. The customer did not have supplies with him at the time of the call to conduct troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.